Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard xp tibial tray catalog#195249 lot#881510; vanguard xp tibial bearing rl catalog# 195332 lot#969820; vanguard xp tibial bearing rm catalog# 195402 lot#946150. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same or similar issue identified twenty-six complaints for part (item) number and one complaint was identified for lot number. No additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain)¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10879/10880/10883.

Event description:
It was reported that a patient underwent a right knee surgery on (B)(6) 2014. Subsequently, the patient reported pain, problems with daily activities, limping, and need for support during the 3 and 6 months, 1 year and 2 year follow up visits. During the 3 month follow up visit on (B)(6) 2014 the patient reported problems walking around, problems washing/dressing self, problems performing usual activities, severe pain, housebound and need of crutches for support. During the 6 month follow up visit on (B)(6) 2014 the patient reported problems walking, problems performing usual activities,moderate pain, moderate trouble washing/drying self, moderate trouble getting in or out of car, 5-15 minutes of walking before severe pain, very painful to stand up, limping all of time, extremely difficult to kneel, pain has greatly interfered with usual work, and was extremely difficult to walk down stairs. During the 1 year follow up visit on (B)(6) 2015, the patient reported moderate pain, moderate trouble washing/drying self, extreme trouble getting in or out of car, very painful to stand up, limping all of time, extremely difficult to kneel, pain has greatly interfered with usual work, and often felt knee might give way. During the 2 year follow up visit on (B)(6) 2016 the patient reported problems walking, problems washing/dressing self, unable to perform usual activities, moderate pain, moderate trouble washing/drying self, extreme trouble getting in or out of car, limping all of time, impossible to kneel, pain has totally interfered with usual work, was moderately difficult to do shopping on own, and extremely difficult to walk down stairs. No further information was provided and patient outcome is unknown.